Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 9077832. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally microscopic inspection of the submitted devices determined the uneven nature of the catheter was the result of a minor bulge in the tubing. The most likely cause of this abnormality, is a defect in the catheter mold. To prevent a reoccurrence of this event our facility has retrained on the appropriate policies and procedures.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system was "uneven", and the tip was unable to enter the patient during use as a result. This occurred on 7 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from chinese to english: when using the product on 23 september, the product catheter was found uneven, which caused the patient great pain and the catheter tip could not be delivered. No impact was caused to the patient, and there were 7 problematic needles in total.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system was "uneven", and the tip was unable to enter the patient during use as a result. This occurred on 7 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: when using the product on (B)(6), the product catheter was found uneven, which caused the patient great pain and the catheter tip could not be delivered. No impact was caused to the patient, and there were 7 problematic needles in total.